Manufacturer narrative:
Per the clinic, the patient underwent revision surgery under general anaesthetic on (B)(6) 2024. This report is submitted on may 06, 2024.

Event description:
Per the clinic, the patient experienced an infection and skin overgrowth on the abutment (specific date not reported). Subsequently, the patient underwent a revision surgery for skin debridement on (B)(6) 2024.

Manufacturer narrative:
This report is submitted on april 04, 2024.